Event description:
The customer received a blood glucose reading of 133mg/dl on the contour next link meter, re-tested on a different meter and the reading was 76mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was not able to provide test strip information because he has no strips left. Meter information was given. Product was not replaced.